Event description:
A sales representative reported on behalf of a customer that the ias5-120lp, 5 mm access port & low profile obturator device was used in an unknown procedure, and ¿outer cannula of airseal 5mm trocar (ias5-120lp) broke off ¿ approximately 2 - 3 years ago, we had the same trocar break in a patient that was not detected at that time. That patient returned with complications, when the retained piece of trocar was discovered.". Further assessment found ¿the trocar broke off during surgery. The patient was closed up. Then, the patient came back post surgery with a foreign object in their abdomen (piece of the broken trocar) and had to undergo a diagnostic laparoscopy to get it out.¿. No further information was available. This report is being raised due to the reported injury of retained foreign body requiring second surgical procedure for removal.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias5-120lp, 5 mm access port & low profile obturator device was used in an unknown procedure, and ¿outer cannula of airseal 5mm trocar (ias5-120lp) broke off ¿ approximately 2 - 3 years ago, we had the same trocar break in a patient that was not detected at that time. That patient returned with complications, when the retained piece of trocar was discovered.". Further assessment found ¿the trocar broke off during surgery. The patient was closed up. Then, the patient came back post surgery with a foreign object in their abdomen (piece of the broken trocar) and had to undergo a diagnostic laparoscopy to get it out.¿. No further information was available. This report is being raised due to the reported injury of retained foreign body requiring second surgical procedure for removal.